Event description:
Further information was received, which indicated the left ventricular (lv) lead was capped and abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead exhibited high and unstable thresholds and high impedance, along with a suspected lead fracture. The lead remains in use and it was noted the lead will be replaced. No patient complications have been reported as a result of this event.